Event description:
It was reported the customer was hospitalized for low blood glucose. The customer stated he was attached to the pump while priming, which lowered his blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.